Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep stated via email: patient had pleurx placed and was sent to recovery with the pleurx connected via lockable drainage line connected to pleurvac. The clear tubing on drainage line became separated from the access tip and cause air to enter into the lung space which caused the patient to have a pneumothorax. Additional information received on (B)(6) 2017: the same issue occurred again with the same patient yesterday. The patient again developed a pneumothorax. A different nurse practitioner exchanged the catheter at bedside yesterday. This current incident is captured in this record.multiple attempts were made to gather additional information regarding the incident without success.

Manufacturer narrative:
Follow up emdr submission for device evaluation and corrections. There was no sample returned with this complaint. The DHR (device history record) for this lot number does not indicate any manufacturing or assembly issues. There was no sample returned for analysis, however we have had similar complaint (B)(4) recently in which the luer lock device was disconnected from the catheter. This part is supplied to (B)(4) from our sister plant. This failure would have occurred at their assembly process. Without a sample to evaluate we cannot definitively determine the root cause, however due to another recent complaint from the same customer and referenced in the complaint description, the complaint investigation the most probable cause for the reported failure mode is the lockable drainage device did not have adequate adhesion. This part is supplied to us from our sister plant in the (B)(6). As a result, we have issued a quality notification to the dr plant updates were made to the following fields as the product code was updated by the customer after the submission of the initial emdr.